Manufacturer narrative:
The axium coil was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium coil prematurely detached during the stent assisted coiling treatment of a small cerebral aneurysm. It was reported that after the stent was in place, the physician successfully implanted three coils. While pushing the pushwire of the reported coil, the physician was not able to see coil in the images. The physician decided to remove the pushwire and found that the coil was detached inside the microcatheter. The catheter was removed from the patient and the physician inserted a guidewire to push the coil out of the catheter. However, the coil was stuck in the catheter. There was resistance reported inside the catheter during delivery of the coil. The catheter was replaced and 3 more axium prime coils were implanted. The procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device available for evaluation: type of follow up: device evaluation: device evaluated by manufacturer. Additional information. The device was returned for evaluation. After analysis of the returned device the clinical observation was confirmed. As received the implant coil was found stretched on the proximal end with the polypropylene filament broken. A portion of the implant coil still appeared to be attached to the coil shell. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact; however, the pushwire was found to be bent at the proximal end. It was not possible to definitively determine the cause of premature-detachment; however based on the analysis findings the coil likely stretched and subsequently broke due to the movement of the coil against the reported resistance. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium prime coil instructions for use (IFU): ¿the axium prime coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.